Event description:
Medtronic (covidien) received information through literature review that a patient presented with a right middle cerebral artery syndrome confirmed by non-contrast CT brain scan. Endovascular revascularization using the solitaire device was placed across the thromboembolic occlusion. After 5 min, mechanical thromboembolectomy was performed under flow arrest. No antiplatelet or anticoagulant medication was given to the patient during or after the procedure. Angiography showed complete recanalization of the left internal carotid artery, anterior and middle cerebral artery branches. Twelve hours following the procedure the patient had a hemorrhagic conversion of the ischemic infarct with significant mass effect causing herniation. Despite surgical intervention (hemicraniectomy) the patient died. Citation: vollman at, bruno ca jr, dumeer s, et al. Angiographic warning of hemorrhagic transformation after stent retriever thrombectomy procedure. J neurointerv surg. 2014 jan;6(1):e6. Doi: 10.1136/neurintsurg-2012-010607.rep.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and the cause was unknown.